Manufacturer narrative:
Device evaluation approximately 27mm deployed section of stent returned. Approximately 13mm of detached inner returned. Device returned with the deployment paddles and hypotube detached from the device during functional testing in the lab the distal section of the device was cut open and it was confirmed that no other portion was the stent was enclosed in the device. No other testing could be carried out due to the condition of the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a protégé everflex self-expanding stent with a 6fr sheath during treatment of a 100mm plaque lesion in the patient¿s proximal right common iliac artery. Vessel diameter reported as s7mm. Slight vessel tortuosty and moderate calcification are reported. Lesion exhibited 70% stenosis. There was no damage noted to the product packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation was performed with a 7mm balloon. No resistance was noted during advancement. It is reported the stent could not be deployed. The device was safely removed from the patient. The device was replaced to complete the procedure. No patient injury reported. When the device was retuned to the manufacturing facility for evaluation it was noted that the catheter was detached